Manufacturer narrative:
No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be torn, where it was seen to leak. The timing and cause of the cannula tear could not be determined. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: tp1a.220624. 014.g986u1ueschyc1. Hardware: sm-g986u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod longer than 48 hours on the back. The device was originally reported for not sure insulin was being delivered. Treatment information was not provided.